Manufacturer narrative:
(B)(6). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous consumer report from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a urinary tract infection (uti) was suspected. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. The patient began treatment with fortum (1 gram, ip, once a day) and reflin (1 gram, ip, once a day). The outcome for the events of suspected uti and peritonitis were unknown. Dianeal pd2 ultrabag therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal pd2 ultrabag. The reporter did not provide an assessment of causality for the event of suspected uti . The root cause of the peritonitis was a suspected urinary tract infection (uti).